Event description:
It was reported that right after the patient's implant was put in she had a reaction and her nerve endings were inflamed. It was reported that the patient "couldn't sit up or breathe" and she was in agony. It was noted that the patient was disappointed as the trial had been wonderful. It was reported that on (B)(6) 2013 the patient was "climbing walls" and was given neurontin, but it had not helped. The patient had an appointment with her hcp scheduled for (B)(6) 2013, but stated that "no one is doing squat" and that she was told her symptoms were normal. It was noted that the patient's device was not turned on. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the patient experienced post-operative pain following the initial placement of the device. No interventions were taken. The patient was reprogrammed on (B)(6) 2013 and two new settings were created to use. The pain was immediately significantly reduced and the patient reported greater than 50% improvement comparedto baseline. The patient did not require hospitalization, there was no injury, and the patient recovered without sequela.

Event description:
Additional information reported that the patient¿s device was ¿not working on my back and down my leg like it¿s supposed to.¿ the patient stated that it was stimulating on her thigh instead of in her back and down the leg. It was reported that the patient was ¿disappointed because the trial was so wonderful.¿ additional information reported that the issue was due to the initial placement of the lead.

Manufacturer narrative:
Product ID:37746, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).